Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the implant went off about a week ago and will not turn back on. Patient stated that they were trying to charge the implant and the recharger kept blinking weird and then went off. Agent asked patient if they got a message saying eri (elective replacement interval) and caller stated no, the recharger just turned off on them. Caller mentioned that they have the implant on 100% of the time and never turn it off. Patient noted that they have had their implant jumpstarted before but that they do not have a mdt rep that they work with. Agent offered and sent an email to the field. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.